Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed a keloid at the implant site and subsequently underwent revision surgery (B)(6), 2014 to have it removed. The implanted device remains.